Event description:
During follow up for another issue, the wife revealed the home patient (hp) will be going on hemodialysis for a few days. Upon inquiring the reason, the wife explained that the hp developed a hernia. Per the wife, the hp noticed the hernia on (B)(6) 2010. No allegations were made against any of the hp's dialysis products. Product surveillance attempted to follow up with the patient's nurse on (B)(4) 2010 regarding the hernia reported by the patient's wife. The nurse indicated that she had to respectfully decline to provide any information. However, the nurse was adamant that the homechoice (hc) device was not related to the hernia. The nurse stated that it was fine with her to swap the hc device out, indicating that she would program the replacement hc. No further information was provided by the nurse. Product surveillance spoke with the home patient (hp) and hp advised that he had the hernia repaired on (B)(6) 2010 and is doing fine. The patient indicated that per his physician the cause of the hernia is unknown. The hp confirmed that he is currently on hemodialysis and will return to peritoneal dialysis on (B)(6) 2010. The patient agreed to have the hc swapped out for an evaluation. No further information was available.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test and evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection. A review of the device logs revealed no anomalies and no drain or ultra filtration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. No failure or malfunction was identified that could have caused or contributed to the reported incident. The assignable cause was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the patient hernia. Baxter will continue to monitor similar reports to determine if further actions are required.